Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The manufacturer received information alleging an eye irritation, skin irritation, respiratory tract irritation, dizziness and or/headache and nausea/vomiting. There was no report of serious or permanent patient harm or injury. The patient required no medical intervention. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.